Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 250 ml/hr and 25 ml were performed and tested in spec. The device history logs were reviewed, and showed that on (B)(6) 2021 a zosnext infusion of 12.5 ml/hr and 28.28 ml was started at 8:34am, and a fent1 infusion was started at 10:38am with a rate of 2.5 ml/hr and 4ml. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: in general terms, this patient was a code 99 as she went into v-tach and was pulseless on 1/12 . Med hx remarkable for current mi, hx of stroke. She was resuscitated and placed on a ventilator. Just after the code it was discovered that the 250ml bag of heparin 100units/ml was empty. The bag had been hung 2-3 hours prior to the code. It was determined post code that the patient ptt's were elevated. Labs were followed and later that day the ptt's came down into normal range. She did not apparently have any bleeding episodes of any kind. The reports that pharmacy can see in dose trac showed that the heparin was programmed correctly to infuse at 8ml (800 units/hr). That same pump was used to infuse a 1000 ml bolus of 0.9% saline during the code(990ml/hr). Later in the same day this pump was used to infuse amiodarone IV. I had the nurse remove this pump from patient so that we could have it checked out. The other pump had been used to infuse fentanyl (post code), zosyn 50ml intermittently q8h, and saline at 80 ml/hr (per pump report). Two pumps were in use at the time an adverse event occurred. This report is for the pump that was used to administer the fentanyl, zosyn, and saline. Manufacturer report 9610825-2021-00004 is being filed for the pump delivering the heparin.